Manufacturer narrative:
(B)(4). Complaint conclusion: after removal of a .018 sv guide wire from the patient, it was reported that the physician noticed that the wire was stretched but had not separated; there was a thin area noted to the wire. There was no patient injury reported. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile pgw .018 sv short 300cm st was received coiled into a plastic bag. The core wire presented a fractured at the distal end. The coil tip presented an unraveled/stretched condition. The core wire and coil was inspected under microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bending due to the reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10350909. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The complaint reported by the customer as ¿guidewire- unraveled/stretched¿ was confirmed during the analysis. The cause of the unraveled/stretched condition could not be conclusively determined. The cause of the fracture found during the analysis could not be conclusively determined. However, sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bending due to the reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; the product analysis suggests that the failure could not be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. The complaint reported by the customer as ¿guidewire- unraveled/stretched¿ was confirmed during analysis. The cause of the unraveled/stretched condition could not be conclusively determined. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
After removal of a .018 sv guide wire from the patient, it was reported that the physician noticed that the wire was stretched; there was a thin area noted to the wire. The wire was fully intact. There was no patient injury reported. Analysis of the returned device revealed that the core wire presented a fractured at the distal end. The coil tip presented an unraveled/stretched condition. The core wire and coil was inspected under microscope and the damage was confirmed. Sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bended due to the reverse bending.